Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "during implantation a coil was inserted in plaintiff¿s left fallopian tube, but following deployment the doctor was unable to visualize any coils" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intentional device use issue ("so she decided to ¿repeat canalization on left side with a 3rd device"), menorrhagia ("unusually heavy menstrual periods/ irregular bleeding") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced adnexa uteri pain ("bilateral ovary pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), coital bleeding ("bleeding after intercourse"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal done.). Essure was removed. At the time of the report, the pelvic pain, intentional device use issue, abdominal pain, coital bleeding, menorrhagia, fatigue, adnexa uteri pain, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, coital bleeding, dyspareunia, fatigue, genital haemorrhage, intentional device use issue, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes occluded. Ultrasound scan vagina - on (B)(6) 2013: results: not provided (performed to evaluate pelvic pain). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "during implantation a coil was inserted in plaintiff¿s left fallopian tube, but following deployment the doctor was unable to visualize any coils" on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intentional device use issue ("so she decided to ¿repeat canalization on left side with a 3rd device"), menorrhagia ("unusually heavy menstrual periods/ irregular bleeding") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced adnexa uteri pain ("bilateral ovary pain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), coital bleeding ("bleeding after intercourse"), fatigue ("fatigue") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (essure removal done.). Essure was removed. At the time of the report, the pelvic pain, intentional device use issue, abdominal pain, coital bleeding, menorrhagia, fatigue, adnexa uteri pain, dyspareunia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, coital bleeding, dyspareunia, fatigue, genital haemorrhage, intentional device use issue, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral fallopian tubes occluded. Ultrasound scan vagina - on (B)(6) 2013: results: not provided (performed to evaluate pelvic pain). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: case become serious incident, essure removal added. Event abnormal bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.